Manufacturer narrative:
(B)(4). Investigation summary: the complaint states "cmw 1 setting time ¿ 6minutes ¿ femoral stem wasn¿t introduced fully and the cement had already set at 6 minutes. The normal setting time is around 10minutes. Two 40g were mixed together at room temperature of 19 degrees. The cement was passed to the surgeon at 1 minute ready for implantation. The only error would be that the mixes were different lot¿s as we recommend to use the same when mixing two together. The surgeon had to chisel the cement out which delayed surgery time by 30 minutes." Retained samples of the 2 lots were retrieved from retained storage for conditioning prior to testing for dough and setting times, and handling characteristics. Powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The mix for each separate lot was dry with the powder and liquid components combining together as normal. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The cement did not appear to be overly viscous and on testing, the cement appeared to have slight flow which is characteristic of this cement type. No product problem or unusual observations were observed on the testing of the retained samples of these batches. When mixed together, the times were reduced, but were still within specification. Lot number: 8532929, 8556791, combination; dough time: 1m 24 s, 1m 27s, 1m, 18s; setting time 7m 58s, 8m 05s, 7m 30s. Dva--107020-fde rev 6 was reviewed, and this issue is included on lines 61-63, 66, 72-75 and 176. (B)(4). IFU-06300004 rev b includes information on the affect of temperature and humidity on the handling characteristics and setting time of the cement. If the monomer has been left to evaporate, this can reduce both the volume of liquid available and the setting time of the constituted cement. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, the method used to mix the cement, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Device history lot : no non-conformances on this batch. Final micro and sterility tests passed. A complaint database search on the provided lot number found 1 additional report related to setting times. Total for lot number: 1 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cmw 1 setting time ¿ 6minutes ¿ femoral stem wasn¿t introduced fully and the cement had already set at 6 minutes.